Event description:
The customer reported that jaws of the device could not be opened after activation and cutting of tissue. The site was unable to provide add'l info about how the jaws were removed. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.